Manufacturer narrative:
Our company fse (field service engineer) investigated the anesthesia workstation at the hospital. It was concluded that the double channel plate caused the reported event and was replaced. The anesthesia workstation was successfully tested and was returned to clinical use. The replaced part and the device logs were requested for investigation but none of them have been received. Based on the lack of information, we are ubable to determine the true cause of the event.

Event description:
Manufacturer´s ref #: 253293.

Event description:
It was reported that a gasket/seal in the vaporizer docking area had been dislodged and thus creating a leakage. There is no report of patient harm. Manufacturer´s ref #: (B)(4).